Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an omnifit or omni flex stem. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, a patient had a revision tha due to a dissociation of uh-1 from a head and a stem loosening.

Manufacturer narrative:
An event regarding loosening involving an unknown stem was reported. The event was not confirmed. Device evaluation and result could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined

Event description:
It was reported that, a patient had a revision tha due to a dissociation of uh-1 from a head and a stem loosening.